Event description:
A 2.25mm diameter x 8mm length integrity rapid exchange (rx) coronary stent system was inserted in to a pt to crush into the circumflex wall a dislodged integrity stent that the physician attempted to deploy during procedure. Prior to this another integrity rx stent was successfully deployed to target lesion. The procedure was completed and the pt was transferred to intensive care unit. It was reported that the pt died the next day. The physician commented that the death was not related to the stent dislodgement. The physician also confirmed that the pt presented to cath lab in severe condition and although survived the procedure, had to be defibrillated more than 20 times. (MFR tempt# 2953200-2010-02094, 2953200-2010-02095).

Manufacturer narrative:
(B)(4). Evaluation: results: pt condition was grave prior to the procedure, death. Evaluation, conclusion: pt condition was grave prior to the procedure.